Event description:
It was reported that the patient was just implanted today and kept getting poor communication. The patient programmer would not connect with the implant. The patient¿s friend or family member just talked to someone who told them to take the patient¿s bandage off in order to work with the patient programmer. At first stimulation was too high and then they could not feel it. They cut it back up and the patient got a jolt. All the patient had was a bandage and surgical glue and the nurse said to call patient services. The patient was on program 3 at 1.2v and it had been at 8 or 9 and they tried to cut it down. The decreased to 0.8v. It was further reported that there was a 50 percent or greater symptom reduction. The health care provider (hcp) thought the cause of the event was determined, it was not device related, and reprogramming was not needed. The patient¿s programmer was not reliably transmitting through a thick gauze pad they had over the incision for the implantable neurostimulator (ins) from 2015-05-22 to 2015-05-26. The action taken to resolve the event was that the hcp took of the gauze on 2015-05-26 and the programmer worked just fine. The patient did not experience a loss of therapeutic effect or a loss of stimulation. The patient recovered without permanent impairment.

Manufacturer narrative:
Concomitant products: product ID neu_unknown_lead, lot # unknown, product type lead; product ID neu_ptm_prog, serial # unknown, product type programmer, patient. (B)(4).